Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 104 mg/dl and the sensor glucose was 170 mg/dl at the time of the incident. The customer stated that the sensor was reading 20-30 below his finger stick. The customer stated that same sensor dropped down into the 40 mg/dl and his finger stick was actually 108 mg/dl. Sensor glucose value that triggered the suspend event was unknown and threshold suspend limit in sensor settings was 75 mg/dl. The sensor will not be returned for analysis.